Event description:
According to the information received, there was a dropping the signal intermittently. Failed during the case no patient injured. They swapped tc304us and they were able to finish the case. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the complaint issue was described as dropping signal intermittently and the tension spring is missing. The customer's reported complaint of intermittent image issues was verified. A visual inspection found debris, contamination, and significant wear in the samtec camera connector. All these observed issues are consistent with the intermittent image complaint. The samtec camera connector can't be replaced at ksna goleta, so a motherboard replacement is required to address the customer's issue. The tension spring was missing. There were no issues with the u-shaped bracket that mechanically secures the camera card edge in the ccu receptacle. However, there were several missing spring fingers, and one spring finger was found floating inside the chassis. Considering the contamination and debris observed in the camera receptacle, it's recommended that the customer reviews their handling/processing methods to ensure they are following approved karl storz protocols. Also, the customer should inspect their camera card edge connectors to ensure there isn't any corresponding wear or contamination. The cause of the issue was determined as improper sterilization and maintenance. The event is filed under internal karl storz complaint ID: (B)(4).